Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30-40 mg/dl resulting in a fall and broken leg. Bg cause was not known. Customer consumed candy and drank juice to address bg. Customer received assistance from paramedics and was treated with intravenous saline. Recommendation was made to consult with a healthcare provider to discuss diabetes management.